Event description:
It was reported that the usb cable broke off in the pump usb charging port. The customer was able to remove the broken piece of the usb cable from the pump usb charging port. However, the pump cannot be charged, due to usb charging port damage. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.